Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture resulting in noisy signals. A new lead was successfully implanted. No additional adverse patient effects were reported.